Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 22mm proximal to the proximal end of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08487. It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0x80, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres with the use of an encore inflation device, the balloon ruptured. The device was safely removed from the patient fully intact. A 6.0x60, 75cm mustang balloon catheter was then advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed using a 6x80cm non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08487. It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 6.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres with the use of an encore inflation device, the balloon ruptured. The device was safely removed from the patient fully intact. A 6.0x60, 75cm mustang¿ balloon catheter was then advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed using a 6x80cm non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.